Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The handles will not stay connected to the punches.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. The investigation could not draw any conclusions about the reported event without the device to examine. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Functional evaluation of the submitted sigma hp fbt keel punch impactor with the sig hp fbt cem kl pnch sz1.5-3 and the sig hp fbt cem kl pnch sz4-5 could not replicate the reported mating issue. Although a surgical environment could not be created for testing purposes, the punch impactor mated and disassembled from the keel punches with no restrictions or difficulties. The investigation could not draw any conclusions about the root cause of the complainant's assembly problems; however, the instrument exhibits evidence of normal use and serving which could be a contributing factor. No evidence was found indicating product error was a contributing factor and no corrective action is being pursued. Continue to monitor via (B)(4). Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.